Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "open left femoral endarterectomy redo with patch reconstruction and femoral thrombectomy left with arteriogram". Event description: the catheter was inside the patient when the balloon ruptured, the catheter uncoiled and broke off. The doctor had to do unscheduled procedure on the patient, incision to posterior calf. Limited information was available at the time of reporting. It was unknown if any unintended material was left in the patient nor how the surgeon completed the case. The device is available for return. Additional information was received on 30may2018 from contract administrator at martin memorial medical center. "I also received two lot numbers, 1297-497 & 1308-126. We've had this happen on two occasions. I have one of them available for return, if you need it". "No" the balloon did not occlude the vessel "balloon ruptured inside patient". The surgeon completed the case when the surgeon "used second cath but had to do unscheduled procedure on patient, incision to posterior calf". It is unknown if there was any damage to the vessel. No the catheter did not come into contact with any sharp objects throughout the procedure. It is stated as "not sure" if there was any unintended material left in the patient. The procedure performed was an "open left femoral endarterectomy redo with patch reconstruction and femoral thrombectomy left with arteriogram". The patient is recovered after the unscheduled extra procedure. The patient is (B)(6) male. Additional information was received via telephone on 13jun2018 at 2:25pm from martin memorial med ctr, contract administrator. The lot number for the event device cannot be determined, as a second device was opened during the case and used to complete the case. It is unknown which lot number belongs to the event device and which lot number belongs to the device used to complete the case. No information is available for the second event that was reported when this event was reported. No patient injury was reported for the second event. Type of intervention: the doctor had to do unscheduled procedure on the patient, incision to posterior calf. "Used second cath put had to do unscheduled procedure on patient, incision to posterior calf". Patient status: patient is recovered.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering confirmed the complainant's experience of device breakage. The balloon was ruptured and the spring was elongated and detached from the catheter. Based on the condition of the returned unit, it is likely that the reported event was caused by excessive force applied to the catheter during use. Excessive force may result in the balloon rupturing as well as the separation of the spring tip. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email on (B)(6) 2018 at 7:18am from martin memorial med ctr, contract administrator: the first issue was not reported, it was only mentioned when they reported the issue, when it happened a 2nd time. I do not have any additional information.